Manufacturer narrative:
B5 - the correct error code related to the event has been confirmed and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e220 error could not be identified. However, it¿s likely the cause is related to a faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was further confirmed that the inspection and testing of the returned device found error code e220 due to a cracked and shaved module.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of non-color issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no camera detection on the visera 4k uhd camera control unit, but a signal was sent to the monitor. Camera signal was not transmitted through the front connection. A non-color issue was also detected. Inspection and testing of the returned device found error code e240 due to a cracked and shaved module. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the customer which confirmed the procedure was not started, as the reported event was detected prior to the procedure. However, the procedure was completed with another similar laparoscopy tower.